Event description:
An attempt was made to deploy a simon nitinol femoral ivc filter, but it would not fully open. The surgeon attempted to remove the filter, but it became lodged into the junction of the right common iliac vein. Blood flow was not compromised, but another filter was placed to protect against the possibility of further thrombus formation. The patient is stable and post-operative recovery has been uneventful.